Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The returned device data was inspected. The inspection revealed that the device data was taken after the mentioned reset of the ICD. The data showed a normal and expected device behavior. The root cause of the backup mode activation could not be determined based on the available data. The ability of the device to deliver therapies is not affected by the backup mode.

Manufacturer narrative:
(B)(4).

Event description:
Device was found to be in backup upon interrogation and an error code was noted. Patient had appropriate shock the day before device went into backup, but no other medical procedures. The device was reset, reprogrammed, and a full follow up was performed. The device remains implanted.